Event description:
It is reported that the syringe stopped at 20 mls when inflating the balloon of an fms. The syringe was not adjusted at the luer lock. This device was discarded and a new unit was inserted without untoward effects to the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.